Manufacturer narrative:
Rapidport ez with strain relief. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as a strain relief. A visual examination noted the lap-band with rapidport ez and strain relief with a separate piece of band and port tubing was received. The separate piece of band tubing was connected to a small piece of port tubing at the ss connector. The strain relief was separated from the port. White particles were noted on the inner surface of the strain relief. Yellow particles were observed on the port and strain relief connector. Blue and green particles were observed on the inner surface of the band shell. The band buckle strap was observed to be partially separated. An air leak test was performed and no leakage was observed. A fill inspection test was performed and no blockage was observed. Under microscopic analysis, both edges of the separated portion of the buckle strap were observed to have sharp edges. One opening was observed on the port housing, approximately .1 inches to the right of the strain relief connector and one opening was observed on the strain relief connector, both noted to have striated edges consistent with damage from a surgical tool. Both ends of the separated port and band tubing were observed to have striated edges, consistent with a surgical end cut. Non-penetrating marks and nicks were observed on the port septum ring and the strain relief connector. Device labeling addresses the reported event as follows: caution: failure to use an appropriate atraumatic instrument such as the lap-band® system closure tool to lock the band may result in damage to the band or injury to surrounding tissues. Warnings: failure to secure the band properly may result in its subsequent displacement and necessitate reoperation. Patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "band didn't induce restriction, upper dig. Series showed open band. After removal the locking system was broken."